Event description:
As reported by the affiliate, when a 7f 078 jr 4 vista brite tip guiding catheter was connected to the y connector (meg okay, goodman), it could not be connected. The y connector was exchanged for a new connector but it also could not be connected to the vista brite tip. Therefore, the device was exchanged for a non-cordis guiding catheter and was connected to y connector without issue. The procedure was finished successfully. The device was not used in the patient. There was no patient injury reported. The product was clinically used and will be returned for analysis. As per visual inspection, "the inadequate casting at the hub connection area was suspected." The intended procedure was a percutaneous coronary intervention (pci). The target lesion was the mid to distal right coronary artery (rca). Unusual force was not applied. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was prepped following IFU instructions.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant devices continued concomitant medical products: launcher, medtronic, meg okay goodman y connector.

Manufacturer narrative:
(B)(4). Complaint conclusion: when a 7f 078 jr 4 vista brite tip guiding catheter was connected to the y connector ((B)(6)), it was reported that it could not be connected. The y connector was exchanged for a new connector but it also could not be connected to the vista brite tip. Therefore, the device was exchanged for a non-cordis guiding catheter and was connected to the y connector without issue. The device was not used in the patient. There was no patient injury reported. The intended procedure was a percutaneous coronary intervention (pci). The target lesion was the mid to distal right coronary artery (rca). There were no anomalies noted when the device was taken out of the package. The device was prepped following IFU instructions. The device was not resterilized. Unusual force was not applied. The procedure was finished successfully. As per visual inspection by the customer, "the inadequate casting at the hub connection area was suspected." One non sterile unit of vista brite tip 7f .078 was received coiled in plastic bag, the luer hub of the catheter was found internally cracked (delaminated) and deformed. No other issues were found. A lab sample y-connector was attached to the catheter hub and it was found that the y-connector could not be completely assembled to the catheter hub due to the luer hub is being internally deformed. As a part of the investigation one hub of the same catheter part number was intentionally contaminated with 51-3 and was compared under microscope against the complaint unit. The internally cracked (delaminated) and deformation was found very similar. The complaint hub, the sample hub with 51-3 intentionally added and a sample hub without 51-3 contamination were sent to ft-ir analysis with the following results: according to what was seen in the complaint's ir behavior and the samples provided by the requester, it can be determined that the complaint probably was in contact with 51-3 solution due to characteristic peaks of the 51-3 ir spectrum appear in the complaint's analysis, also it shares those peaks with the sample which had 51-3 intentionally added, in conclusion the internal crack observed in the complaint's hub could have been caused by the contact with the 51-3 solution so this issue is considered as manufacturing related . A review of the manufacturing documentation associated lot 16033897 revealed no anomalies during the manufacturing and inspection processes. The reported failure by the customer as ¿luer hub- incompatibility/fit¿ was confirmed during analysis. The root cause of this failure could not be conclusively determined; however according to ft-ir analysis results it can be determined that the complaint device probably was in contact with 51-3 solution and the internal crack observed in the complaint's hub could have been caused by the contact with the 51-3 solution, so this issue is considered as manufacturing related. A risk assessment has been initiated to evaluate this issue.